Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product info required to search the complaint database was not provided. The investigation could not draw any conclusions about the reported pt hyperextension. The initial reporting stated the products were not suspected of failing to meet specifications or of contributing to the event. No conclusions could be drawn about the reported polyethylene wear without the product to examine. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or additional info be received, the investigation will be re-opened.

Event description:
Pt was revised to address hyperextension. Poly wear was discovered intraoperatively.